Manufacturer narrative:
Correction: health professional should have been "yes" rather than "no." Correction: (B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's ipg would not communicate with the charger. Diagnostics confirmed the issue via troubleshooting the ipg using a second charger, and the ipg was deemed inoperable. In turn, the patient underwent surgical intervention on (B)(6) 2019 wherein the ipg was explanted and replaced. Effective therapy resumed post-op.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's ipg became inoperable, due to not charging as recommended. As a result, the patient may undergo surgical intervention at a later date.